Event description:
Initial report received in 2005: this spontaneous post-marketing case from the us was received from a physician and involves a female patient who received her first sculptra (poly-l-lactic acid) treatment about a month earlier for cosmetic purposes to the cheek and eye areas. The physician used one vial of sculptra in the treatment. As per reporter, after the injections, the patient "almost immediately" saw a smudge in her vision. At first, she thought it might have been a floater in the eye. On an unspecified later date, the pt was seen by an ophthalmologist and diagnosed with ocular vein occlusion in a small tributary using retinal angiography. There was no treatment provided as the event "may resolve over time" but the patient was placed on cautious observation. The patient is otherwise healthy with no known medical conditions. She was taking no concomitant medictions. Patient had no known drug allergies. The event was ongoing at the time of the report. Sculptra lot number was a5006 with expiration date of july 2007.